Event description:
The customer reported that the screen went completely dark and error code E226 was displayed during a therapeutic laparoscopic procedure involving an Olympus Video System Center. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer Name-(b)(6). Customer Address-(b)(6).